Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm notification, but no alarms sounded. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. Per the details provided, the speaker required replacement. Subsequent troubleshooting revealed that the problem was resolved after replacing the speaker.